Event description:
It was reported that while using bd vacutainer® flashback blood collection needle cap falls off automatically and the rubber stopper leaks blood. The following information was provided by the initial reporter: stage: when the product is in use. Defect: the needle cap falls off automatically and the rubber stopper leaks blood. Quantity: (B)(4) ((B)(4) pieces for 3080031/3014511 respectively). Impact: no other adverse effects on patients.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes loose IV shield and sleeve leakage. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle cap falls off automatically and the rubber stopper leaks blood. The following information was provided by the initial reporter: stage: when the product is in use. Defect: the needle cap falls off automatically and the rubber stopper leaks blood. Quantity: 400 pieces (200 pieces for 3080031/3014511 respectively). Impact: no other adverse effects on patients.